Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and had a wash out. The patient underwent a revision procedure to explant both lead extensions and the implantable pulse generator (ipg).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: 5000792.